Event description:
It was reported that a spectrum pump had an issue of failed downstream occlusion test with values of 24.9, 24.6, 22.4 psi (pounds per square inch, within range being 7-19 psi. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, failed downstream occlusion test with values of with values of 24.9, 24.6, 22.4 psi (pounds per square inch) was not reproduced. Evaluation sent the device for downstream occlusion and the device passed with no discrepancies. A review of event history log revealed multiple occurrences of downstream occlusion. A service history revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause was determined to be failed force sensor. The force sensor requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.